Event description:
It is reported that the device was placed in 2007. Post-op, on the following month, the patient noticed that the device was loose. The device was removed on the same day.

Manufacturer narrative:
Evaluation summary: the end connect shaft has sheared off from the mid shaft section probably due to overloading. The exact cause cannot be determined as there are no x-rays to study the fixation of the device. It is important that the pins achieve secure purchase within the bone fragments to avoid loosening. Pin angles, spacing and rod positioning also plays part in effective fracture reduction. As returned, one of the arms is fractured off. Both arms exhibit what appear to be tool marks. Device history records indicate device manufactured to specification.